Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a procedure issue with the catheter event. The patient reported experiencing more pain, but that could be due to her multiple knee replacements and not a lack of drug getting to her intrathecal space. It was believed that the physician may have accidentally cut the catheter when opening the pocket. However, he is adamant that it was already fractured when he opened it. The catheter was removed and replaced and the old catheter was thrown away.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j11173r04, implanted: (B)(6) 2002, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal morphine 30 mg/ml at 8.9 mg/day. The indications for use were non-malignant pain and other non-malignant pain. It was reported that a ¿pump revision¿ was performed due to elective replacement indicator (eri). The root cause of the eri pump revision was not due to a therapy or device complaint. The patient was having the pump replaced due to normal eri, and upon opening the pump-pocket a ¿catheter event¿ was confirmed. The catheter appeared to be sutured; when the healthcare provider (hcp) took the pump out of the pocket, the catheter easily disconnected from the pump. It was noted that prior to the replacement, the patient mentioned she was having increased pain. The hcp explanted the old catheter and re-implanted a brand new catheter. The pump was going to be programmed to minimum rate mode due to the fact the hcp was unsure how much drug the patient was actually getting due to the current findings with the catheter. The hcp had done a back table prime, and now with the new catheter, they would need to prime just that. The event date was unknown. The spinal segment from 8780 and pump segment from 8781 were used. 50.5 cm were removed from the spinal segment. The manufacturing representative edited the number on the 8780 spinal segment so that the total of 109.6 cm was showing on the programmer or approximately 0.24 ml. They were going to program a prime of the catheter only, as the pump tubing was primed on the back table. They were going to program the pump to minimum rate for now since they didn't know what the patient was getting. Minimum sc dose of 1.444 mg/day at 30 mg/ml was confirmed.